Event description:
It was reported to boston scientific corporation that a resolution clip device was planned for use during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2009. According to the complainant, during preparation, when they removed the device from the package, they noticed the coil below the handle was kinked the case was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).